Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: device analysis determined that the condition of the returned device was consistent with the complaint incident. A complete circumferential tear was identified in the balloon material and a break was confirmed in the shaft. The detached fragment of balloon and shaft break were not returned for analysis. A visual examination identified a complete circumferential tear in the balloon approximately 17mm distal to the distal end of the proximal markerband (total section of the balloon received measured 35mm in length from the proximal edge of the proximal balloon sleeve to the tear site).a microscopic examination of the balloon material, including the tear site identified no issues with the balloon which could potentially have contributed to the balloon tear. A break was present in the shaft at the distal end of the proximal markerband. The distal section of the balloon circumferential tear and shaft break , including the tip, were not received for analysis. An examination of the proximal markerband identified no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon burst and detachment occurred. The target lesion was located in the right upper arm graft. An xxl/14-4/5.8/75 balloon catheter was advanced and inflated at 8atm for the first inflation. Upon second inflation at 8atm, the balloon ruptured. Upon removal, only part of the balloon came out and a portion of the balloon retained inside the patient. The procedure was aborted due to this event. The patient was sent to another hospital and the retained segment was removed by interventional radiology. No further patient complications were reported. The patient¿s status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon burst and detachment occurred. The target lesion was located in the right upper arm graft. An xxl/14-4/5.8/75 balloon catheter was advanced and inflated at 8atm for the first inflation. Upon second inflation at 8atm, the balloon ruptured. Upon removal, only part of the balloon came out and a portion of the balloon retained inside the patient. The procedure was aborted due to this event. The patient was sent to another hospital and the retained segment was removed by interventional radiology. No further patient complications were reported. The patient¿s status was fine.